Event description:
The physician reports that the crystalens trailing haptic tore during insertion using the staar surgical lens injector. Intervention was performed in order to remove and replace the lens and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to b&l and evaluated. The visual inspection confirmed the haptics were torn/cut at both hinges and the optic was cut. The findings are consistent with the report from the physician, who cut the lens in quarters in order to remove it from the patient's eye. The haptic damage is consistent with damage resulting from injector use. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector. Suture.